Event description:
Setting up for a functional endoscopic sinus surgery, inserted the 0deg ent scope into the storz sharpsite endo-scrub cannula. The scope stopped its forward progress into the cannula. I pressed a little harder and it would not advance, so I pulled the scope out and it was difficult to do. I examined the scope and saw a ripple/dent in the scope. I assumed it was the scope that caused the problem, so I request a new scope and attempted to put the scope into the cannula again and it stopped again shortly after putting it in the sheath. So I removed the scope and it had a similar ripple in the scope. When I looked into the endo-scrub® 2 lens cleaning sheath, several black pieces of what appeared to be rubber fell out of the cannula. I called for a new scope and sheath and they went together smoothly and without incident. The scope and endo-scrub® 2 lens cleaning sheath with damage were removed from the field and reported to our operating room materials supervisor and she took the items for evaluation.